Event description:
The customer reported that the alarm has multiple damages to it but did not specify exactly what was wrong with the alarm. The customer did not specify when they discovered the issue. There was no pt incident or injury reported.

Manufacturer narrative:
Eval results: eval of the returned product found the battery door is missing and there is battery leakage on the flat battery contacts and battery ribbon. The alarm powers up but when the voice message is played, there is clicking noise in place of the voice. The tone sounds as it should. Note: instructions for use has warning statement on battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).